Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. The device remains in use supporting the patient and no further issues have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase level was back in the expected range as of (B)(6) 2017 and there were no further issues.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a routine clinic visit on (B)(6) 2017, the patient¿s lactate dehydrogenase (ldh) was 499 u/l, elevated from a baseline of 350 u/l. Anticoagulants at the time of the event were warfarin and bivalirudin. On (B)(6) 2014, it was reported that the patient presented to hospital with ldh of 595 u/l. The patient reported headaches, muscle aches, or dark urine. The patient also complained of increased short of breath and 3 pillow orthopnea, and had increased lower extremity edema and abdominal bloating. The patient experienced worsening heart failure/inability to decompress the left ventricle. The patient recently had a subtherapeutic inr of 1.7, and lovenox was added to the anticoagulation regimen, and warfarin dose was increased. The patient¿s ldh was 579 u/l on 04/16/2016 and 797 u/l on (B)(6) 2017. It was reported that the patient would continue to be managed on coumadin and bivalirudin. No additional information was provided.